Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and a thing which the subject device was manufactured before the countermeasure design change of the operational amplifier circuit design of the printed circuit board, omsc surmised there was the possibility this phenomenon was attributed to failure of the operational amplifier of the subject device, and then only the analogue scope, evis 180 series videoscope might not have displayed. Also it might have occurred the failure of the printed circuit board due to deterioration of the components with the long term-use passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to the service department of oekg for evaluation. The service department of oekg checked the subject device and found the printed circuit board damage which caused no display of the image. And also it was found that there was no image of the subject device when the subject device was connected to evis 180 series videoscope. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europe se & co. Kg (oekg), it was found that the image of the subject device was not displayed. There was no report of patient injury associated with the event.